Event description:
A customer reported to baxter corporate product surveillance an interlink continu-flo solution set in which a leak occurred. According to the report, the leak was observed between the distal luer and an unknown carefusion clc valve. The medication being infused was daptomycin. The event occurred during infusion. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: two samples were returned for evaluation. Both samples were visually inspected which showed no obvious abnormalities. The male luers were then gauged which showed that both male luers did not meet the iso gauging requirement. Each sample was then subjected to the iso water pressure test and passed. Insufficiently sized male luers are a known cause of leaks and therefore, the reported condition was confirmed. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. A batch review could not be performed as the lot number is unknown.